Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right atrial (ra) leadless pacemaker (lp) exhibited pacing failure during an outpatient visit on (B)(6) 2026. Computed tomography confirmed the ra lp had dislodged into the pulmonary artery. The ra lp was retrieved on (B)(6) 2026. A new ra lp was in the process of being implanted but patient developed low blood pressure after repositioning the new device due to commanded electrogram (egm) and threshold failures. Pericardial effusion and cardiac tamponade in the ra were confirmed via echocardiography and suspected to be due to catheter and rv lp screw manipulation. Drainage was performed and a right ventricular (rv) lp was implanted instead. Patient was unstable at the time of the event. Further information was requested but not received.

Event description:
It was reported that patient presented on (B)(6) 2026 with their atrial leadless pacemaker (lp) exhibiting loss of capture. Computed tomography confirmed device had dislodged. The device was retrieved on (B)(6) 2026. However, pericardial effusion, cardiac tamponade, and a possible cardiac perforation was noted via echocardiography during the implant of a new atrial lp using a delivery catheter system. A ventricular lp was implanted instead. Patient was unstable at the time of the event.